Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's scs ipg would not connect to the patient controller (pc). Technical services attempted to establish a connection with the ipg but was unsuccessful. The patient stated they had shoulder surgery in march and the device was not set to surgery mode. A company representative met with the patient and additional troubleshooting was attempted, but the issue persisted. The generator was considered inoperable and it would need to be replaced. The next course of action has not been determined at this time.

Event description:
Follow up information received identified the patient's scs ipg was replaced without complications. Stimulation therapy was turned on and effective therapy was established postoperatively.